Event description:
It was reported that the leads had moved and the battery was no longer working. Later, the patient was successfully able to get her battery charged and the implantable neurostimulator (ins) clock was reset. The battery was implanted 4.5 years and with the power on reset (por) the patient would need a replacement. The device was fine otherwise and operated normally. Also it was reported that the lead was marginal with questionable impedances. A disconnect was shown on electrodes #6 and #7 as over 3600 ohms were measured. The patient also experienced some positional jolts during programming, therefore, it was possible the patient also had intermittent problems as well. Electrodes #6 and #7 were at a location where the patient needed coverage and they were not working. The pain area was a small, localized spot on the front of her left abdomen forward of the hip join and extending partly into her groin. Additionally, the patient had cancer issues and required a full set of MRI scans in the thorax and breast. The plan was to remove the existing system so she could have a series of mris. Then it was planned to do a re-implant that would address her pain area with the current location of electrodes #6 and #7 the target for eventual lead placement. The patient reported that she was still having concerns with the device but was working with the doctor or manufacturer's representative and had an appointment on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).